Event description:
Procedure type: laparoscopic appendectomy. According to the reporter: during the procedure, the bag of endocatch broke while inside the pt. All pieces were recovered.

Manufacturer narrative:
(B)(4).